Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 285 mg/dl, and the bg meter was reading 150 mg/dl. The patient waited an hour and the cgm was still displaying a ¿high¿ reading (no specific value was reported). The patient was wearing an omnipod insulin pump. She stated that due to the high bias cgm inaccuracy, the insulin pump gave her approximately 3-4 units of insulin that were not needed. No patient symptoms were reported at this time. At an unspecified time later, the patient tested her bg meter reading again, which was 160 mg/dl. After some time, the patient began feeling drowsy, her stomach hurt, and she was ¿not feeling right¿. Eventually the patient lost consciousness. Emergency medical services was called and her cgm device was removed. She regained consciousness in the emergency room, where her bg meter reading was 23 mg/dl. The patient was treated with an unspecified IV, glucose tablet, and a sandwich. The patient was discharged the following day around 430pm (more than 24 hours). The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.